Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn-cap y needle disengagement was difficult. The following information was provided by the initial reporter: venous access is established and the needle core is difficult to withdraw after a successful puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3234088, is 24g and product code is 383912,produced on(B)(4)2023, with a total of (B)(4)pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.no samples or pictures were returned,the defect status cannot be confirmed. 3.take the retained sample of this batch for system drag force test, and no abnormality was found. Test report refer to attachment 1 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary,due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint. H3 other text : see narrative